Event description:
It was reported that the actual residual volume was greater than the expected residual volume. At the last refill the pump had 8 or 9 ml left and only 2 ml was expected. This had been happening since the pump was implanted. The pump flow rate was going to be tested to determine if there was a catheter issue. The device was used to deliver fentanyl, clonidine, bupivacaine and baclofen. It was later reported that the patient hadn¿t had pain relief for about a year. The healthcare professional scheduled a pump program . The pump has had 5-7 ml residual volume left at the refills. The healthcare professional was adjusting the patient¿s dosing to lower the basal rate and allowing more boluses which was more helpful than the continuous flow rate. It was later reported that the patient had not reached efficacy since implant. A roller and catheter dye study were performed and everything was normal. Event logs were also normal. The patient received the best pain relief from the boluses. It was noted that a short time after giving himself a bolus the patient doesn¿t have pain relief anymore. The volume discrepancies on (B)(6) 2013: arv 7cc and erv 3.7cc; (B)(6) 2013: arv 7.6cc and erv 3.8cc; (B)(6) 2013: arv 7.0cc and erv 2.8cc.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4) implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information received from a hcp (healthcare professional) via a company representative: the patient's medical history included several spine surgeries and post laminectomy syndrome. Other medications the patient was taking at the time of the event included: oxycontin 10 mg oral every 12 hours; hydrocodone/acetaminophen (10/325 dose) as needed; cymbalta; lyrica. The pump currently contained fentanyl 1500 mcg/ml, baclofen 150 mcg/ml, and clonidine 150 mcg/ml. The pump was programmed to deliver: fentanyl 1132.7 mcg/day, baclofen 113.27 mcg/day, and clonidine 113.27 mcg/day. The lot number for the pump medications were not available and unable to be obtained. The patient experienced limited pain relief. The pump had higher than expected reservoir volumes noted during pump refill procedures. The last pump refill had 9 mls of fluid removed when 4 mls were expected. The hcp has been increasing the pump's simple continuous flow rate. A catheter dye study was performed and was normal (date performed not reported). The hcp was considering a possible MRI (magnetic resonance imaging) to rule out granuloma. Also, possible replacement of the pump in the next few months was considered. As of the time of this report,the issue was not resolved. The patient status at the time of this report was alive, no injury.